Event description:
The respironics service technician reported they were onsite to install an external battery on the ventilator. The service technician performed an initial extended self test (est) which failed. The ventilator then restarted repeatedly. There was no pt involvement. The service technician replaced the sensor board. Performance verification testing was performed, and the ventilator passed per specifications. Factory failure analysis of the sensor board confirmed a general component failure of an integrated circuit on the board.